Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the tip of 6mm monopolar curved scissors instrument was noted to be missing. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sp monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis. The mcs tip is a separate part / component that is installed onto the instrument prior to use. The mcs tip that might have been used on this instrument was not returned. No product issue was identified. The instruments push rod was inspected and found to have no damage. An in-house mcs tip was installed onto the instruments tube adapter with no issues. The instrument was then installed on an in-house system and passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The mcs tips opened and closed properly. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional findings not reported by site: the instrument was found to have scratch marks / abrasions on the instruments tube adapter. There was no material missing as a result. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage, no missing pieces and no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics.

Event description:
Refer to h11 for follow-up information.